Manufacturer narrative:
PMA/510(k) # k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x evo-22-27-9-d was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the lockwire was in place on return. The red shuttle deployment marker was towards the back half of the handle. No part of the stent was exposed from the sheath on return of the device. The polyimide was kinked at approximately 7mm from distal end, may have occurred during procedure. The handle was dismantled to show that the flexor was broken at the shuttle cap. The stent was manually deployed and the stent wires were noted to be broken on the distal end of the stent. The customer complaint was confirmed as the flexor was broken at the shuttle cap. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath the following information was requested after lab evaluation; rep has yet to provide this information: ¿could it be requested from the customer if any part of the stent came out of the delivery system or any additional information that could help with the investigation would be of help. What steps were taken in attempt to deploy etc.¿ the rep provided the following response: "I spoke to the contact and he could not recall what happened or if any part of the stent came out of the delivery system. He said they do so many cases that he didn't remember that specific one after the fact." Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evolution device of lot c1309813 revealed 1 device was scrapped under a non conformance for ¿delamination of flexor¿ and 1 for ¿flexor bunching¿. As per manufacturing process, the flexor sub-assemblies would have been scrapped. The non conformances would therefore not have an impact on the issue involved in this complaint. There were no other discrepancies in the manufacturing records that could have contributed to this complaint issue.. It may be noted that a project was assigned at this time to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences. As per the instructions for use notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This initial report is being submitted due to the malfunction precedence: flexor kinked/stretched/broke/compressed. As reported to customer relations, "the facility went to deploy the stent and it would not come out. The device did not deploy."